Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the suture was used. It was reported that the suture rupture/breakage occurred there were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 02/28/2020. Corrected b5 narrative: it was reported that the patient underwent a c-section surgery on (B)(6) 2020 and the suture was used. During the procedure, the tip of the needle broke while suturing, unknown layer of tissue, unknown loop. The needle tip was removed from the patient. The procedure was completed using unknown suture. There were no patient consequences reported.